Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a battery out limit with each battery installed in the insulin pump. During troubleshooting, the customer was able to clear the alarm and was advised that the device was functioning as designed. Blood glucose level was 43 mg/dl at the time of the incident. The customer stated that the low blood glucose level was due to her being sick and not eating. The customer was able to raise her blood glucose level to 70 mg/dl by the end of the call. The customer will not return the device for analysis.